Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Cause was not known. Reportedly, due to the low bg, the customer required assistance from their spouse obtaining glucose tablets and water to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.